Manufacturer narrative:
(B)(4). According to the gore excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement. Review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 55mm in diameter and was implanted with gore excluder&#59393;aaa endoprosthesis featuring c3 delivery. The patient tolerated the procedure without any complications or reported endoleaks. The patient tolerated the procedure with no reported complications or endoleak. On (B)(6) 2016 computed tomography determined a proximal type I endoleak and the patient underwent reintervention and a proximal cuff and a palmaz stent were implanted. No aneurysm enlargement was reported. The patient tolerated the procedure. The event was reported to be related to the aneurysm, not device or procedure related.

Manufacturer narrative:
Corrected/additional information.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 55mm in diameter and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery. The patient tolerated the procedure without any complications or reported endoleaks. On (B)(6) 2016 computed tomography determined a proximal type I endoleak and enlargement of the aneurysm was reported, the amount is unknown. A reintervention is planned but not yet scheduled for the patient in september. The proximal type I endoleak was reported to be due to evolution of the aneurysm and not caused by anything specific; nor related to the device.

Manufacturer narrative:
Updated event description: (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2013, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses (aneurysm diameter: 55 mm). On (B)(6) 2016 computed tomography determined a proximal type I endoleak along with enlargement of the aneurysm of an unknown amount. The endoleak was successfully treated on (B)(6) 2016 with the implantation of a palmaz stent and an aortic extender endoprosthesis proximal to the previous implanted devices. The patient tolerated the procedure.